Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic lobectomy. The firings of the pulmonary artery and vein were successfully. On the fourth firing while firing over interlobar vessels, the surgeon attempted to fire the device but was unable to. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.